Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release. This new case (B)(4) is created to accommodate product model and UDI related data correction and to facilitate the submission of corrected model# for jada system (vacuum-induced hemorrhage control system) to model#2002 from previously reported model #1001 in our previously submitted case (B)(4), MFR number 3002806821-2024-00094. We will be retaining the old case (B)(4) in our database as we cannot nullify it due to technical reasons and any further follow-up information will be added to the newly created case (B)(4).

Event description:
Did the jada device stop control the bleeding? No [device ineffective] no other ae reported [no adverse event]. Case narrative: this spontaneous report originating from united states was received from a registered nurse (rn) referring to a 21-year-old female patient. The patient with gravida 1 and parity 0 before this current birth, was scheduled for a c-section at 7:30 am on (B)(6)2024. The current pregnancy type was a singleton. However, she went into labor and arrived at the hospital at 5:06 a.m. The patient was at 36 weeks and 1 day gestation. There was no invasive placenta (increta, accreta, or percreta). The delivery was not induced. The patient was scheduled for a c-section due to suspected fetal macrosomia, with an estimated fetal weight of 4484 grams. The patient arrived at the hospital with a pain level of 7/10, a body mass index (bmi) of 35, and a blood pressure of 138/84 mmhg. At 9:41 a.m, the baby was delivered via c-section, weighing 12 pounds and 4 ounces. The placental delivery was normal. The patient was taken to the recovery area and received doses of oxytocin (pitocin) and tranexamic acid (txa). The quantification of blood loss (qbl) at that point was 1746 milliliter (ml), prompting the nurse to move the patient to the post anesthesia care unit (pacu). During the move, it was noticed that the patient was tachycardic with a systolic blood pressure in the 150 and diastolic was unknown. The patient¿s heart rate increased to the 120 during this time. In the pacu, the patient complained of pain at her incision site and in her back, and she received ketorolac tromethamine (toradol). After the nurse raised concerned about bleeding, the healthcare provider performed a fundal massage and expelled 700 ml of blood clots. At 12:15 pm, the rapid response team was activated, and the patient was transported back to the operating room (or). The patient received hydromorphone hydrochloride (dilaudid). At 12:25 pm, the patient was administered intramuscular methylergometrine maleate (methergine), additional tranexamic acid (txa), and an increased dose of oxytocin (pitocin). A second intravenous (IV) was started, and an additional 110 ml of blood loss was noted. The patient¿s hemoglobin was recorded at 9. The patient arrived in the or at 12:40 pm, with a believed or charted total qbl of 2600 ml, though this was not confirmed. The patient was placed on oxygen (o2) and received 2 units of red blood cells (rbcs), more methylergometrine maleate (methergine) and carboprost trometamol (hemabate). The patient did not have a history of abnormal postpartum uterine bleeding or hemorrhage. The patient¿s concomitant medications were not reported. This report concerns 1 patient(s) and 1 device(s). On (B)(6)2024 at either 1:22 pm or 1:32 pm the patient was placed with vacuum-induced hemorrhage control system (jada system) 2.0 (lot #, serial # and expiration date were not reported) via vaginal route for postpartum hemorrhage. On (B)(6)2024, at 1:22 pm, the patient's hemoglobin was 7. An additional disseminated inravascular coagulation (dic) panel was conducted, and more blood products were administered, though the amounts were unspecified. At 2:07 pm, a laparotomy was started. The vacuum-induced hemorrhage control system (jada system) device did not stop the bleeding (device ineffective). The vacuum-induced hemorrhage control system (jada system) worked without issue, but the bleeding continued. The total duration of vacuum-induced hemorrhage control system (jada system) use was either 1 hour and 14 minutes or 1 hour and 24 minutes. At 2:15 pm, more carboprost trometamol (hemabate) was given, and at 2:19 pm, a hysterectomy was initiated. The methylergometrine maleate (methergine) was administered at 2:28 pm, and vacuum-induced hemorrhage control system (jada system) was removed at 2:46 pm. Only one vacuum-induced hemorrhage control system (jada system) device was used. The device was not removed and reinserted for any reason. When vacuum-induced hemorrhage control system (jada system) was placed, 90 ml of saline was used in the seal, and 600 cc of blood was collected in the cannister. The rn reported that the delay in action by the hcp, rather than the vacuum-induced hemorrhage control system (jada system), was perceived as the problem. The total qbl was reported as 12008 ml. The patient sought medical attention. No other adverse event (ae) reported (no adverse event) reported. Therapy with vacuum-induced hemorrhage control system (jada system) was discontinued (B)(6) 2024. Upon internal review, the event device ineffective was determined to be serious due to required intervention (devices). When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury. This is an amended report. Recoded jada device with model 2002 in product tab. This case (B)(4) is newly created to facilitate the submission of corrected model# for jada system (vacuum-induced hemorrhage control system) to model#2002 from previously reported model #1001 in our previously submitted case (B)(4), MFR number 3002806821-2024-00094. We will be retaining the old case (B)(4) in our database as we cannot nullify it due to technical reasons and any further follow-up information will be added in the newly created case (B)(4). When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury.